Event description:
It was reported that low impedance was observed. Lead position was between device and ribs. The insulation was found to be abraded at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the insulation was abraded.